Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient with a history of deep vein thrombosis/pulmonary embolism. Approximately five years and four months post filter deployment, filter perforated and multiple struts were seen protruding outside the wall of the vena cava. The device has not been removed after an attempted but unsuccessful removal procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Bard g2 filter was deployed at the level of renal veins in the inferior vena cava, for a patient with twenty five-weeks pregnancy and thrombus in the left iliac vein. Approximately, eleven months and fifteen days of post-deployment, a computed tomography (CT) scan demonstrated that there was perforation greater than 3 mm outside the vena cava. The filter was tilted and embedded. Around, four years and four months later, an attempt was made to retrieve the filter from the patient¿s body. An inferior vena cavogram demonstrated the infra renal bard recovery filter with the cephalad tip immediately below the level of the renal veins. The cephalad cone of the filter appeared to be within the lumen of the cava. There were multiple struts, however, seen to protrude outside the wall of the cava. There were no filling defects within the cava or within the filter to indicate the presence of thrombus. Through the ultrasound-guided right internal jugular vein access, over a 0.035 glide wire advantage, the micropuncture dilator was exchanged for a 5 french sheath. Over the glide wire advantage, the catheter and sheath were exchanged for a bard retrieval device introducer sheath and snare device. Multiple attempts were made under fluoroscopy in an attempt to capture the cephalad cone of the bard recovery filter. Multiple attempts were made at removal of the filter, but it was unsuccessful. Therefore, the procedure was terminated. Prior to discontinuation of the procedure, the pigtail sizing catheter was placed back into the caudal aspect of the inferior vena cava and a final inferior vena cavogram demonstrated the filter to be in the same position with no dislodgement. Multiple struts were again noted to protrude outside of the cava. Filter was unchanged. There was no evidence for injury to the inferior vena cava. Hemostasis was obtained using direct compression to the access site. There were no complications. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) , filter tilt, filter migration and retrieval difficulties. Per medical records, multiple attempts were made to engage the apex of the filter using snare but were unsuccessful due to filter tilt, perforation and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - do not attempt to remove the g2 filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. - use only the bard recovery cone removal system (packaged separately) to retrieve the g2 filter. Use of other removal devices has resulted in recurrent pulmonary embolism. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Precautions: - the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: - perforation or other acute or chronic damage of the ivc wall. H10: b6,b7,d4(expiry date: 08/2008). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately five years post filter deployment, a venacavogram demonstrated the filter struts to be protruding outside the wall of the cava. Multiple attempts were made to capture the cephalad cone of the filter using a retrieval device and snare; however attempts were unsuccessful. Therefore, based on the provided medical records, the investigation is confirmed for perforation of the ivc wall and retrieval difficulties. Per the provided medical records, the filter was allegedly implanted in a pregnant patient. Per the instructions for use (IFU), "the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position." Therefore, patient factors could have contributed to the perforation. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: - do not attempt to remove the g2 filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. - use only the bard recovery cone removal system (packaged separately) to retrieve the g2 filter. Use of other removal devices has resulted in recurrent pulmonary embolism. Precautions: - the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position potential complications: possible complications include, but are not limited to, the following: - perforation or other acute or chronic damage of the ivc wall. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was deployed in a patient with a history of deep vein thrombosis/pulmonary embolism. Approximately five years four months post filter deployment, multiple struts were seen protruding outside the wall of the vena cava. At some unknown amount of time post filter deployment, an attempted but unsuccessful removal procedure was done. There was no reported patient injury.